Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 31 mg/dl. The customer treated with food. The husband of the customer requested assistance clearing the check settings alert from the insulin pump. The customer was advised to monitor the insulin pump.